Event description:
Healthcare professional reported, through regulatory agency, pain and capsular contracture baker grade IV. This record is for the right side. Device was explanted.

Manufacturer narrative:
Continued e1. Phone: (B)(6). The event of " capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.